Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a blood infection (sepsis). Eight days prior to the receipt of this report, the pt was hospitalized for the event. On an unreported date, the pt was treated for sepsis with vancomycin (dose, route, and frequency unknown). At the time of this report, treatment with vancomycin was ongoing. The pt was hospitalized for seven days prior to being discharged. It was clarified that the blood infection (sepsis) was not peritonitis. The cause of the sepsis was unknown. At the time of this report, the pt was recovering from the sepsis and pd therapy was ongoing. Additional information was requested but is not available.